Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('did have chronic inflammation in the left tube') in an adult female patient who had essure inserted. The patient's medical history included migraine, amenorrhea and low back pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: trailing coils - 2 on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('did have chronic inflammation in the left tube') in an adult female patient who had essure inserted. The patient's medical history included migraine, amenorrhea and low back pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: trailing coils- 2 on both sides quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report